Event description:
It was reported, the patient¿s ¿implantable neurostimulator (ins) exploded in the patient¿s back in 2013 (B)(6).¿ it was further reported, the patient had been on a steady decline since implantation of their device and was wheelchair bound by 2012 (B)(6). It was stated, the patient was still using the ins up until the battery exploded. It was noted, the patient experienced a loss of therapeutic effect. No additional information was provided at the time of report. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2009 (B)(6); product type recharger product ID 37743, serial# (B)(4), implanted: 2009 (B)(6); product type programmer, patient product ID 39565-30, serial# (B)(4), implanted: 2009 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2009 (B)(6); product type extension. (B)(4).